Event description:
It was reported that the balloon on the iab would not unwrap after placement. The iab was removed and replaced without any pt complications.

Event description:
It was reported that the balloon on the iab would not unwrap after placement. The iab was removed and replaced without any pt complications.